Event description:
During a transfemoral tavr, a 23mm sapien xt valve was deployed 60:40 aortic/ventricular and paravalvular leak (pvl) was observed. The valve was post dilated, however the pvl did not resolve. A second 23mm sapien xt valve was deployed more ventricular, in a 50:50 position, and the pvl was reduced to minimal. At the time of the report the patient was well. The aortic placement was considered to be due to challenges with valve positioning because of the patient¿s anatomy (sigmoid septum).

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the patient¿s anatomy of a sigmoid septum is a likely contributing factor for the aortic position of the valve. The aortic position of the valve in conjunction with an oval annulus (18 x 25.2mm) is the likely contributing factor for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.